Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue; there was a misalignment in the touch position which could not be resolved by calibration. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the touch panel was intermittently non-operational. This event was reported to have occurred during set up for patient use. There was no delay to therapy. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The part was returned to failure investigation. The resistance measurements and resistance ratio test passed. The reported complaint "touchscreen failed" was not duplicated. There is no fault found on this returned touch screen assembly.